Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was exhibited poor sensing and failure to capture. It was suspected that the lead was dislodged. The patient presented on (B)(6) 2019 for procedure and the lead was repositioned. The patient was stable post procedure.